Manufacturer narrative:
(B)(4)

Event description:
It was reported "the doctor found the luer hub has a crack during used on the patient." No medical intervention required. The patients current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one hemodialysis connector assembly for evaluation. Signs of use in the form of biological material was observed. Visual inspection of the sample confirmed a crack along the molding seam of the compression cap. The compression cap was threaded off the connector assembly to analyze the sleeve. Visual and microscopic examination revealed that the green compression sleeve contained imprints from becoming pinched between the threads of the compression cap and connector assembly. R & d has been previously contacted regarding this failure mode. They confirmed that over-tightening of the compression cap during use likely caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation". The IFU also states, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly." The report of a damaged compression cap was confirmed through complaint investigation. Visual analysis revealed a crack in the compression cap. Visual and microscopic examination also revealed thread imprints on the green compression sleeve, which likely occurred from being pinched between the connector assembly and compression cap. A device history record review was performed, and no relevant findings were identified. Based on the sample received, the report from the customer, and the comments from r & d, the root cause for this issue is likely due to unintentional use error. Teleflex will continue to monitor and trend for reports if this nature.

Event description:
It was reported "the doctor found the luer hub has a crack during used on the patient." No medical intervention required. The patients current condition is reported as "fine."